Manufacturer narrative:
The field complaint of interrogation and telemetry anomaly was not confirmed. The device was received in backup mode with battery voltage at end of life (eol) level reached after exceeding projected longevity. The device was attached to a new battery and after reloading the product code, the pacemaker was tested under nominal settings without any anomaly. Additionally, a telemetry test revealed no issues and the device maintained communication with the programmer normally. Total projected longevity based on field settings is 8.06 years. The implant duration was 16.78 years which exceeded the projected longevity and it is considered normal battery depletion.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device lost communication while being programmed to atrial and ventricular pacing only. Additional attempts to interrogate the device were unsuccessful. The device was explanted and replaced to resolve the event. The patient was in stable condition.